Manufacturer narrative:
Additional information: the event occurred during a da vinci-assisted nephrectomy procedure and while the customer was moving the patient side cart (psc) to the patient for docking. There was no delay with performing the surgical procedure and the operation are was not contaminated due to the customer reported issue. The procedure was completed as planned. The employee (patient in this case) had a laceration on her head and was subsequently taped by the duty doctor in the emergency room. There were no noticed collisions of the psc on the date of the event or the days before. Updated fields: h11, and annex codes e, f, and b.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the boom cover from the patient side cart (psc) fell off and injured a staff member. There was no report of surgical patient involvement. There is currently no information regarding the extent of the injury, or what, if any, medical intervention was performed as a result.

Manufacturer narrative:
A site visit was performed, and the boom cover was replaced. It was noted that the cover had marks on the left side indicating the cart had possibly collided with another object. The system was verified as ready for use.